Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code, strip code: both unk. Strip storage: unk. Symptoms: unk. A pt reported they were treated by emt and taken to the hospital. Their meter allegedly would only prompt unit display flashes/battery/battery icon/pila. The result on their meter was unable to test. The result on the emt meter was 14 (no units). The time difference between pt's meter and emt was unk. Treatment was unk. Pt went into a sugar coma. Pt has cancer. No further info has been reported.